Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted fluid visible in the inflation lumen, consistent with decontamination or preparation. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The stent outer diameters were measured and met manufacturing criteria. The soft tip was torn at the distal end of the distal seal. The soft tip was still intact. The tip length was measured and met manufacturing criteria. There was no damage noted to the stent delivery system prior to use and since this damage was not reported in the incident information, the tip damage may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for tip damage for this lot. There is no lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for damage.

Event description:
It was reported that during the procedure in the right coronary artery, the 3.0 x 8 rx xience v stent system was advanced but could not cross the lesion. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided. Return device analysis revealed that the soft tip was torn but remained intact.